Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: abdominoplasty. Cathplace: unk. ((B)(4)) the catheter looked white (not gold), when removed from the pt post op. No adverse event reported and catheters saved for return and evaluation.

Manufacturer narrative:
Method: actual catheter used was received from the end user for inspection and evaluation. Results: the evaluation of the sample determined that the root cause of the reported issue was the result of a catheter break exposing the fiber in the catheter lumen. It is not a variation in the color of the catheter. Conclusions: no further information is expected.